Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026 and (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 1:00 p.m., the cgm began showing readings around 40 mg/dl or low. The patient appeared disoriented, extremely fatigued and began vomiting, which later became severe. A high fever of approximately 103°f developed. Low cgm readings persisted for about six hours. While in automated mode, the omnipod reduced or stopped insulin delivery based on the cgm reading. The patient¿s mother administered oral carbohydrates, but cgm readings did not improve. By around 9:00 p.m. On (B)(6) 2026, symptoms worsened with uncontrollable vomiting. Symptoms continued into (B)(6) 2026. At approximately 9:00 p.m. On (B)(6) 2026, ketone testing showed large ketones, and the patient was taken to the emergency room (ER). At the ER, finger-stick blood glucose measured approximately 459 mg/dl and rose to 500 mg/dl within five minutes, while the cgm continued to read low or near 40 mg/dl. Treatment included 3 litters of IV saline and 10 units of novolog by injection. The patient remained at the ER for about six hours. At discharge, the patient was stable but extremely fatigued. He was ambulatory but did not feel back to normal. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2026. The reported glucose values fall within the d zone of the parkes error grid was taken upon arrival at the hospital on (B)(6) 2026. No additional patient or event information is available.